Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: a device history record review was completed for provided material number 309653 and lot number 0140934. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, one physical sample and one photo were received for evaluation by our quality team. The sample came in an opened packaging blister with a hand drawn circle on the syringe barrel in the area where the rubber stopper is. A visual inspection was performed with a 10x magnifier lens and there is a particle about 1/64" that was observed. The plunger rod-rubber stopper was removed and the particle is medical grade silicone. During manufacturing, medical grade silicone is applied to the rubber stopper and the inner wall of the syringe barrel. It may have been that a small drop of this medical grade silicone was observed by the customer. No other defects or imperfections were observed during the investigation. The photo provided shows the sample received. Based on the investigation with the returned sample analysis the symptom reported by the customer could not be confirmed. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd luer-lok¿ tip syringe had foreign matter in it. The following information was provided by the initial reporter: "foreign material".